Event description:
Procedure: lap wedge resection; according to the reporter: when the device was fired, the staples did not form the b shape, and a second handle squeeze was not possible. There was bleeding as a result of the poor staple line, but the stapler did not lock down on tissue. Then due to the thickness of the tumor, the case was converted to a laparotomy, and a similar stapler was used to complete. About 30 mins were added to the procedure.